Event description:
It was reported that an angio-seal was selected for use post diagnostic cardiac catheterization. And angio-seal was deployed in the right common femoral artery (rcfa) without incident. A femoral angiogram showed the stick was in the approximate area of the upper third of the femoral head. The patient's catheterization revealed that the patient needed an intervention on a lesion in his circumflex artery. The patient was transferred to another hospital the next day for the intervention. The rcfa was accessed near or below the angio-seal, since the previous stick was a little high. An introducer was placed in the rcfa, past the angio-seal device which most likely had not yet endothelialized. The patient received a stent to the circumflex artery and the physician (a different cardiologist) closed this site with a starclose device. Since the procedure, the patient reported increased claudication in the right leg. Twenty five days after the initial angio-seal was implanted, an angiogram was performed on the right leg. The angiogram revealed near occlusive stenosis, located in the rcfa at the top third area of the femoral head. The vessel size was 6.5 mm; the occlusion was 5.0 mm, and the length was 9.0mm, with a possible small clot located behind the anchor. A vascular surgeon was consulted and the surgeon indicated that the limb was not ischemic; the patient had good pulses. The patient was on plavix and aspirin (doses unk) and coumadin (dose unk) was added to achieve in inr of 2.0. The pt will be monitored for any changes in condition or until the angio-seal anchor absorbs.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedure, if thrombus at the puncture site is suspected, the diagnosed can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.